Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery tests or confirm other error alarms due to the motor error alarms. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer called and reported the insulin pump was exposed to a computerized tomography scan. His blood glucose was 60 mg/dl before the scan. After five minutes, medical assistant had customer remove the insulin pump and the customer noticed the battery was dead and replaced it. The customer received a motor position encoder error alarm, as well as a motor error, and cleared both of these. Customer received another alarm. Customer declined to troubleshoot for low blood glucose. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.